Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection, alarm log review, and power on self-test were performed. During the alarm log review and the power on self-test the f-38 alarm was identified. The alarm was caused by inoperable/defective force sensing resistors (fsr's). The device was swapped out to remediate the issue.

Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm (malfunction in tube misloading detection circuitry). There was no patient involvement. Additional information was requested and is not available.